Event description:
Rptr had breast implantation 1973. Hashimoto's disease dx 1/93. 1994-normal mammogram, smokes 1 1/2 ppd. 4 mos ago developed onset of significant pain in head and chest. Pain radiates to her neck. Evaluated by multiple md's without real help. She now has dry eyes, ringing of ears, dry stuffy nose and constricted throat. Sometimes sob with extreme abdominal cramping. Has also suffered from spondylolisthesis with some nerve impairment in her neck.